Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to be fixated. The lp was removed from the patient and tissue was found in the helix. The procedure was completed with a different lp. There were no patient consequences.